Event description:
It was reported that "pleural effusion (pe) was observed after 2 days of injecting high-calorie transfusion from the proximal port during use. The catheter was promptly removed after the problem was observed."the catheter was inserted 13cm deep. The customer checked the drained effluent and found out that the blood sugar level was as high as 550, and the customer presumed that the transfusion flowed into the patient chest. It is unknown how much fluid was drained from the patient. The remainder of the patient's recovery was uneventful. No lasting effects were reported.

Manufacturer narrative:
The catheter was not available for return. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Without return of the catheter, a leakage on the shaft could not be identified. Review of the available information suggests that procedural factors, including placement and/or technique, may have contributed to the event reported. No actions will be taken at this time.